Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings (cs162) with low non zero. During testing, the ezprime steps were performed successfully with no alarms. The pump was exercised for 24 hours on a 1 u/hour basal rate with no loss of prime warnings occurring. The force sensor calibration was found to be within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately in the connector. The complaint of the loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.